Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and may require revision surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown as the time of the initial medwatch. Concomitant products: item # 42502806202, persona cr tm femoral, lot # 62397927. Item # 00587806538, nexgen tm standard primary patella, lot # 62482837. Item # 42522000613, persona cr ve articular surface, lot # 62342611.

Event description:
It has now been reported that the patient underwent a knee arthroplasty revision due to pain and tibial loosening.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Medical records were received. Op-notes confirm that the patient underwent right total knee arthroplasty on (B)(6) 2013 due to severe degenerative joint disease. Per the notes, surgery was successful with excellent stability, range of motion and acceptable patellar tracking achieved. Office notes dated (B)(6) 2014 state that patient was having persistent pain in the right knee post-op. Per the notes dated (B)(6) 2015, patient was advised to undergo revision surgery due to continued discomfort. Complaint history search revealed no additional complaints against the related part and lot combinations. The part numbers and lot numbers for other components are unknown; therefore compatibility could not be assessed. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate is that the persona tm tibial implant allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibial implant has less initial stability than predicate devices.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed through receipt and review of operative notes. Revision operative notes indicate procedure was performed on (B)(6) 2016 due to mechanical loosening of right total knee arthroplasty. The tibial component and poly articular surface were removed and replaced with neutral extension flexion of 125 degrees, excellent tracking of patella, and well-balanced gaps, with no complications and minimal blood loss. Root cause remains unchanged, as a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Tibial tray was returned and examination of the returned part determined that tibial tray has foreign material on the posterio-inferior surface. The two pegs were found fractured off, and the two peg fractured pieces were returned. The superior surface has dings and scratches. There was some bone ingrowth across the inferior surface with areas where ingrowth had not taken place. Device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.